Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported event. The se replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) to resolve the issue. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display while patient was at bedside but not connected to ventilator. The patient was removed from the ventilator and placed on an alternate ventilator due to the event. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.